Manufacturer narrative:
The reactivity of the c and fya antigens was confirmed on retention capture-r ready-screen (crrs), lot g146. The customer sent two samples from the patient for investigation testing. The samples were tested with retention crrs, lot g146 on an in-house abs2000. The samples were nonreactive. The samples were tested with retention crrs, lot g146 in manual testing. One sample exhibited a very weak reaction only with cell IV. The other sample was nonreactive. The samples were tested by manual tube method with panoscreen, lot 03736, using immuadd as the potentiator. Very weak microscopic reactivity was observed with c-; fy(a+b) cells. No reactivity was observed with c+c-; fy(a-) cells. The event appears to be related to the nature of the samples. The package insert for capture-r ready-screen states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed." And "weak examples of other clinically relevant antibodies, such as passively administered anti-d, may fail to react by capture-r ready-screen, even through the antibodies are detected by an alternative technique. No one test method is capable of detecting all antibodies."

Event description:
Customer reported a missed antibody on the abs2000. A patient with a previously identified anti-c was reported negative by the abs2000. A new sample was tested by the tube method using peg as the potentiator and resulted in 2+ reactions; anti-c and anti-fya were detected. This sample was tested on the abs2000 and was negative.